Event description:
It has been reported that the pt was implanted a matasul head 32 12/14 l on the left side on (B)(6) 2007. Currently, the pt is being monitored due to osteolysis. The following info is stated in the op report. The onset of the osteolysis is unk. It is also uncertain if the complication is in relation to the device. The pt had an osteoarthritis as preoperative diagnosis for the original metal on metal hip. The pt is under observation and the outcome is tolerable. In addition, the pt had no known metal allergies.

Manufacturer narrative:
The MFR did not receive devices for review as the pt has not been revised. Other source documents (x=rays, op report) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).